Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. The service technician confirmed that the touch panel did not respond at times. Load was applied to circuit pattern and it was suspected that there was a break or contact failure. User interface assembly was replaced, then run-in test and inspection were performed, then confirmed there was no issue.

Event description:
The hospital's biomed reported that the v60 vent display did not respond. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.